Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. The sheath was readvanced over the filter and uneventful retrieval followed. A second filter was successfully placed without pt complications. A delivery sys in the released position, along with a dilator were rec'd, evaluated and retained by this MFR. The filter was not returned for eval. No defects were noted with the returned devices. It was indicated continual flushing of the carrier sys during the implant procedure was not performed which co believes may have contributed to this event. Co's directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter..do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection againt recurrent pe."